Event description:
The facility returned the device for service. During service tecting, the baxter repair technician reported that the device undelivered. The hosp. Rep. Stated that there have been no reports of any pt invident involving this pump sice the last baxter service event.